Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. Visual inspection noted the lens where the optic was cut in half. One part was not present. No optical deviations on the received optic part could be found. Diopter verification could not be performed due to the condition of the lens received. A review of the manufacturing records showed no deviations. The diopter measurement records from this particular lens were verified and shown to be within specifications. The batch passed all acceptance criteria for all tests performed and was within all specifications. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Event description:
We received a report that an intraocular lens (iol) was explanted after the patient experienced unexpected post-operative refraction. The report indicated that the iol master/pentacam incorrectly calculated the sphere power due to a vitreous asteroid obstruction in the patient. The lens was explanted and a new iol inserted during the same procedure. Neither an incision enlargement or vitrectomy were required; no complications during the surgery were noted. One day post-op the patient's visual acuity was 20/30.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted.